Manufacturer narrative:
The service tech examined the system and determined the root cause was a software error. (B)(4).

Event description:
Customer reports a vertex distance issue. The vertex distance on the summary screen appears 1.000.000 when the pt is picked and f6 is pressed to continue treatment level. The treatment itself was executed at vertex distance 232. No pt harm was reported and no further info was provided.